Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device detection monitor test was okay at the beginning of the intervention; then, there was no more answer of the monitor. For safety, the procedure was interrupted, the patient was awake and resumed the procedure in a second time to finish. The patient experienced loss of speech.

Manufacturer narrative:
Analysis found no fault with the mainframe. The device was received in good cosmetic condition. The mainframe has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was stated that the problem was rather the positioning of the probe which did not allow permanent contact with the vocal cords.